Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv and pacing lead impedance were observed. The device failed to convert ventricular fibrillation (vf) episode while the patient was at home. The patient experienced syncope and ventricular fibrillation (vf) episode was noted on the external monitor. CPR was performed by the emergency team and the patient rushed to ccu. During capacitor maintenance possible short circuit message was noted and the device was found to be in backup mode and was turned off. The patient status was poor since he has brain damage due to long vf and CPR. The patient missed his last follow up for more than 18 months. The patient had spontaneous vf episode following unsuccessful device therapy due to hv short. Further follow up revealed that the patient expired.